Event description:
Complaint received alleging "outpatient sat on physical therapy treatment table when it was in low position. After she sat/laid down the table began to elevate, and continued to rise. Pt fell off the table, was stabilized and sent to the emergency department where she was treated for a dislocated shoulder and fractured arm due to the fall." Initial notification of complaint was a copy of user facility form FDA 3500a report number (B)(4). No additional information supplied to us for evaluation. Product not returned to us for evaluation.